Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
On november 21, 2019, olympus medical systems corp. (Omsc) received a literature titled ¿bile duct stone treatment using short-sbe (single balloon endoscope) for patients who experienced intestinal reconstructive surgery¿. The literature reported the result of 151 cases of the bile duct stone treatment procedures using an olympus model sif-y0004 or sif-y0015 or sif-h290s between july 2013 and february 2019. On december 20, 2019, omsc obtained the information from the author of the literature that there is a possibility that the endoscopic perforation and the perforation during anastomotic expansion in the literature have a direct relationship with the olympus products. Therefore, omsc submits 3 mdrs for the perforation during anastomotic expansion in addition to 3 mdrs already submitted for the endoscopic perforation. This is 1 of 3 reports.